Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. The accu tnl result was 0.55ng/ml. The result was reported out of the lab. Based on availabel information, the patient original sample was re-spun and retested for accu tnl; the result was 0.30ng/ml. The customer indicated that the patient original sample was tested for accu tnl on another instrument in their lab; the result was 0.20ng/ml. A corrected report has been issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.